Event description:
It has been reported to philips that the allura xper fd20 system host pc had failed and required replacement. The customer opted to have the component replaced by a third-party service. After the component was replaced, the customer required access and the password for the computer to be returned back to functionality. It was later indicated that the customer required philips to dispatch a technician to upload system software to return the device back to functionality. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system host pc had failed. The customer opted to have the component replaced by a third-party service and third-party engineer replaced the host pc. After replacement of host pc. The system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.